Event description:
A report was received that the patient had developed an infection at the midline incision. The patient's wound had not healed and there was pus present at the incision site. The physician cleaned out the midline incision, restitched the site, and placed the patient on oral antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the midline incision. The patient's wound had not healed and there was pus present at the incision site. The physician cleaned out the midline incision, restitched the site, and placed the patient on oral antibiotics.